Event description:
The home patient's (hp) nurse contacted baxter to report that while using an unknown homechoice device, the hp has had a lot of drain pain, and has subsequently been put in the hospital with small bowel necrosis on an unknown date. It is unknown if there was any medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. The exact product code of the homechoice cycler involved in this incident is unknown at this time; however, the 510k number is being provided as this number is the same for the homechoice and homechoice pro devices.

Manufacturer narrative:
(B)(4). This is a duplicate report of 1423500-2012-06472. Any further investigation related to this incident will be reported under MDR # 1423500-2012-06472.